Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09154. The patient received the scs system including two percutaneous leads (from different lots) on (B)(6) 2011. It was reported the patient is without stimulation as the amplitude levels on the patient programmer do not pass the perception level and amplitude auto reduces. Patient is scheduled to meet with the sjm representative to troubleshoot via reprogramming. No further information is available at this time.